Event description:
A customer reported to baxter (B)(4) of a 4 liter oxygen barrier 6 way in which the product was rejected from their compounding unit due to a tear found in the bag. This was noticed during filling the bag; therefore, there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed a slit in the bag. The bag was inflated with air and leak tested under water. A leak was revealed from the same slit. The exact root cause that has lead to the reported issue could not be determined. Batch file review did not reveal any issues related to this complaint. This is a product not distributed in the us and does not have a 510k number.